Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a plum .2 fltr pp site pe orang 104 in ndhp that leaked at the filter during an infusion of unspecified chemotherapy drugs. No additional information was provided.